Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system with a cgm (g7) and a cd infusion set on the abdomen, with a highest confirmed blood glucose of 270¿280 mg/dl over several hours despite successful tubing fill, no dosing-stopped events, and a subsequent site change that did not resolve the elevation after a meal the user reported as announced and not high in carbohydrates. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the device problem categorized as insufficient information and the device component code also categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.